Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for the event. The cause of peritonitis was unknown. Treatment was not reported and the patient was recovering from the peritonitis. Dianeal therapies were ongoing. No additional information is available. This is report 2 of 3.

Manufacturer narrative:
Complaint no: (B)(4). This report involves the same patient as in (B)(4). A review of all batch record documents was performed for potentially associated lot number(s) gd895961 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.